Manufacturer narrative:
Clinical testing result received that the patient decreased on (B)(6) 2013 as expected from his medical problem. Product was not returned.

Event description:
(B)(4), received as follows: a nurse hung a new hydromorphine infusion 1mg/1ml syringe at 9:00 am and checked the program to infuse 48cc. In the afternoon, the pump was beeping for empty syringe, there was nearly 20cc remaining. The nurse programmed more volume into the pump. Later, syringe was almost empty. The nurse totaled volume (basal + boluses), the patient should have received 72 ml as indicated on pump delivery record, but the drug comes in a 50cc syringe and was not empty. There was no harm to patient and the patient was placed on a different pump.